Manufacturer narrative:
Not applicable.

Event description:
Patient received an appropriate shock during vf.upon review there was an injury associated with the appropriate treatment. The patient reported being burned. The outcome of the injury is unknown.